Manufacturer narrative:
Additional information added; d.10. The customer¿s report that residue was found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe was confirmed after review of the picture evidence the customer provided. The texium syringe and vialshield were visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received texium or smartsite vialshield. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the texium syringe and smartsite vialshield. The customer did not send in the texium infusion set. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Oxaliplatin residue was found on the smartsite bag access of the texium infusion set after injecting oxaliplatin into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
Concomitant medical products: oxaliplatin 100mg/20ml, sagent ndc 25021-233-20, lot 190326ba, exp 2/21. Oxaliplatin 50mg/10ml, teva ndc 0703-3985-01, lot 19c18ka, exp 3/21. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Oxaliplatin residue found on the smartsite bag access of the texium infusion set after injecting oxaliplatin into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.